Manufacturer narrative:
Additional narrative: (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) on a canine, it was observed that the 5-6 teeth of the saw blade device had sheared off. It was reported that the teeth of the blade were in the operation site of the dog. It was reported that the facility went to use the blade after the initial procedure and noticed that 5-6 of the teeth had been sheared off. At the time, they thought maybe someone may have dropped the blade or mishandled it. It was reported that during a follow up appointment for post-operative x-rays, five teeth from the blade were found inside the dog. It was not reported if a spare device was available for use. This is veterinary equipment; therefore, there was no human patient involvement. It was reported that there has been no harm to the canine. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.